Event description:
Tracheostomy tube was tested pre-insertion. No defects noted. Routing trach change - first for pt at co's facility. Md inserted trach, with some difficulty. Pt appeared fine. A few minutes later vent alarmed - rt responded attempted to place more air in balloon unsuccessfully, new tracheostomy tube (same) inserted without incident. Pt is fine.